Event description:
A surgeon reported an unexpected astigmatic postoperative surprise following intraocular lens implant surgery. Limbal relaxing incisions were performed during the procedure with very little effect. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/14/2010 and 01/22/2010 by fax, mail and phone. Additional info was received on 01/14/2010, 01/21/2010 and 01/22/2010 by phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).